Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported using supplies for up to 4 days. Customer was advised to change pump supplies when using novolog insulin every 3 days per the user guide. During system check with tandem technical support, the root cause could not be determined because the cartridge did not have sufficient insulin to complete troubleshooting. Customer changed pump supplies to address the issue. There was no adverse impact to customer's blood glucose.